Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer jam. A field service engineer pulled open the half height drawer to unlock it. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure.the customer confirmed that the malfunction occurred during dispensing a medication.there were no adverse events or injuries reported based on this incident.